Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to unsealed packaging include, but are not limited to, manufacturing, storage environment, transportation method, and/or handling during unpacking. To ensure this is not the result of a manufacturing deficiency, all packaged balloon catheters are visually inspected on-line during the manufacturing process to verify that all seals are complete with no gaps, channels, or voids. In this case, the product was not returned for analysis, which would have aided in the investigation. It may be possible that the pouch was inadvertently opened at the account and placed back into the inventory. However, without having the product to examine, this could not be confirmed and a conclusive cause could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.

Event description:
It was reported that during unpackaging of the fox sv dilatation catheter, it was noted that the top corner of the sterile pouch was not completely sealed. The device was not used and there was no patient involvement. There was no significant clinical delay in the procedure. Though requested, no additional information was provided.